Event description:
It was reported that the shock impedance for this right ventricular (rv) lead has gradually increased from 50 to 135 ohms. A revision procedure will be scheduled in the near future. Additional information was received that the rv lead and implantable cardioverter defibrillator (ICD) were explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the shock impedance for this right ventricular (rv) lead has gradually increased from 50 to 135 ohms. A revision procedure will be scheduled in the near future. At this time the rv lead remains in service and no adverse effects have been reported. Additional information was received that the rv lead and implantable cardioverter defibrillator (ICD) were explanted and successfully replaced. No additional adverse effects were reported. Additional information was received that the cause of the high impedance was determined to be related to the rv lead and not the ICD. It was further noted that the rv lead was surgically abandoned and not explanted. The ICD was electively explanted and replaced with an magnetic resonance imaging (MRI) compatible device at the time of the revision.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. The rv lead was surgically abandoned and not explanted; thus it is not being returned at this time as it remains implanted in the patient.